Event description:
Reporter alleged the customer obtained a result of 457 mg/dl on aviva system 1 compared back to back with results of 112 mg/dl and 140 mg/dl on aviva system 2 when testing was performed within 10 minutes. Reporter stated that she normally changes the insulin to accommodate the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found to have an intermittent stop key on the pumphead module keypad. There was no patient involvement with this event; therefore no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.this device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. Reference medwatch report with (B) (4) for the suspect device used in system 1. It was unknown if the initial reporter sent report to the FDA.